Event description:
The event involved a 7" (18 cm) appx 0.30ml, smallbore pressure infusion (400psig) ext set w/remv microclave® clear, purple clamp, luer lock, non-dehp tubing. Medsun medwatch uf/importer report # mw5162306 on 03-dec-2024, which stated: ¿defective or leaking j-loop, IV extension.¿ there was an unspecified injury with unspecified medical intervention noted. No further details were provided at this time. There was patient involvement.

Manufacturer narrative:
The device is not available for evaluation. A lot number has been provided and is pending a lot history device review.

Manufacturer narrative:
The reported complaint of a leak could not be confirmed. Without the return of the sample a comprehensive review cannot be performed and a probable cause cannot be determined. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.